Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 8-3.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that an irrigation/aspiration dysfunction occurred during a cataract surgery. Another pack was opened to use another cassette and the intervention was ended. Surgery was extended just about time to change the cassette. There were no consequences for the pt. Add'l info has been requested but not received to date. This is one of two medical device report being filed for this facility.